Event description:
A customer reported bubbles were noted in the tubing as were seen in the eye during a procedure. The bubbles did not obscure the surgeon's surgical view but were reported as an annoyance. The procedure was completed and there was no pt impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).